Manufacturer narrative:
(B)(4).

Event description:
Accidental ingestion of product [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received double salt denture cleanser ((B)(6) dentu creme toothpaste) toothpaste (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2016, the patient started (B)(6) dentu creme toothpaste. On (B)(6) 2016, an unknown time after starting (B)(6) dentu creme toothpaste, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to (B)(6) dentu creme toothpaste. Adverse event (ae) information was reported by consumer on 05 july 2016. The consumer reported that she accidentally ingested the product. (B)(6) dentu creme toothpaste was continued with no change. Follow up was not possible.